Event description:
On january 9, 2007 the lay patient's mother contacted lifescan (lfs) alleging that the patient's one touch ultra meter had read inaccurately low. The mother no longer had the reported meter. The patient's doctor replaced the one touch ultra meter with a one touch ultra 2 meter after the following incident occurred. The patient takes insulin per the following daily regimen: 14 units novolin and 4 units novolog insulin in the am, 5 units novolog insulin before dinner, and 6 units lantus insulin at night. "A couple months ago", the mother did not know the specific date, the patient obtained a reading of 139 mg/dl on the one touch ultra meter early in the day while complaining that her "tummy hurt". The mother did not recall the meter readings obtained prior to the 139 mg/dl result. The mother said the patient also had a cold at the time of concern. The mother gave the patient her usual am and pre-dinner insulin. The patient continued to complain of stomach pain and was vomiting in the evening. The mother obtained an evening reading of 189 mg/dl on the reported meter immediately before taking the patient to the local ER. A reading of 700 mg/dl was obtained on the local hospital ER meter. The patient was initially given 5 units of novolog insulin at the local hospital ER. After several hours in the local hospital ER, the patient was transferred to another hospital. The mother said the transfer was done because the local hospital was unfamiliar with treating juvenile diabetics. A result of 700 mg/dl was obtained at the second hospital and the patient was diagnosed with ketoacidosis. The patient was admitted to ICU and treated with IV fluids and an insulin drip. She was discharged from the hospital after two days. The customer care advocate (cca) was unable to complete troubleshooting of the reported product because the mother no longer had the meter. The patient began testing with the one touch ultra 2 meter provided by her doctor following her hospitalization. The complaint is reported because the lfs product read low compared to the patient's symptoms that suggested hyperglycemia and to hyperglycemic result obtained on the initial hospital device. The patient was admitted to ICU and treated with IV fluids and insulin.

Manufacturer narrative:
Meter serial number and test strip lot number not provided. The customer no longer possessed the reported meter or test strips to return to lifescan.